Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this pacemaker reverted to safety mode operation and the facility could not interrogate it. The patient was admitted to the hospital and is waiting for the device replacement procedure. No adverse patient effects were reported. Additional information provided from te field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this pacemaker reverted to safety mode operation and the facility could not interrogate it. The patient was admitted to the hospital and is waiting for the device replacement procedure. No adverse patient effects were reported. The device remains in service.